Event description:
Spinal cord stimulator leads damaged by abbott anchor required revision surgery to repair. Implant date (B)(6) 2024. Revision date (B)(6) 2025. Revision included replacement of one lead and two anchors. Impedances at end of surgical case were within normal parameters. Assessment of replaced leads (B)(6) 2025 yielded impedances above usable parameters in 6 of 8 contacts. Inspection of the malfunctioning lead at the time of revision surgery demonstrated discontinuity of the internal wires within the lead. Ref reports: mw5169697, mw5169698, mw5169699, mw5169700.